Event description:
Patient reported deterioration of the system's battery life. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.